Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
We revised a accolade tmzf that's trunnion broke and formed metallosis.